Event description:
Fse discovered that while performing pre-use checks on a demo unit in demo pool, the ventilator failed pre-use test and displayed error code 33. The fse discovered the 1771 pcb was defective. The fse replaced the defective 1771 pcb, calibrated and performed functional checks. Ventilator passed all tests and performed to all manufacturer's specifications. No pt involvement or injury.